Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2006, the patient was suddenly unable to hear anything further. The external equipment was exchanged but without any change to the situation. Testing confirmed that the device has malfunctioned